Event description:
The customer reported that during a routine check prior to initiating therapy on a pt, the unit's keypad was not functioning. The pt was placed on another unit and therapy was initiated.